Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). Additional information was received. Per the reporter, the patient controlled analgesic (pca) changing was "quite often", roughly seven hours per change, considering the patient had a bolus of only 1.5mg and lockout of 5 minutes and no background. It was stated that the patient had a high dose of oxycodone 500mg/50ml. The pca settings were checked and were all correct and the set was changed immediately. The medical staff believed the pca cadd was not delivering the right dose despite the correct setting of the pca. No product was returned. The investigation determined the most probable cause to be an issue with the pump's expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5 are unknown.

Event description:
It was reported that the pump exhibited a low accuracy (less than 18.8). It is unknown if there was patient involvement, no adverse patient effects were reported.